Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by tandem technical support to remove an obstruction from the pump's speaker holes, clean the area, and replace the cartridge. After these actions, the pump resumed normal operation with no recurrence of the issue.